Manufacturer narrative:
Date of event: unknown. The awareness date has been used for this field. Initial reporter phone#: (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for (B)(6) was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd microtainer® map microtubes for automated process k2 edta 1.0 mg had been clotting. No serious injury or medical intervention reported.